Event description:
It was reported that during a procedure of the mildly calcified unspecified vessel, after the herculink balloon was deflated the balance middleweight (bmw) guide wire could not be removed and the two devices were removed as a system. Outside the anatomy the balloon was reinflated, however, it was noted that saline injected could not flow though the catheter. The same bmw guide wire was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The herculink elite referenced is being filed under a separate manufacturing report number.